Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 230 mg/dl on the performa system and took humalog insulin as their normal daily routine. The amount of insulin taken was not provided. Around a half an hour later, the patient passed out from hypoglycemia and the blood glucose result was 14 mg/dl. The patient's mother took him to the hospital. The blood glucose result at the hospital was 50 mg/dl. The patient was treated with serous fluid. The patient was hospitalized in the intensive care unit for 4 days. Return of the suspect device was requested for evaluation.

Event description:
It was reported that the patient received a blood glucose result of 230 mg/dl on the performa system and took humalog insulin as their normal daily routine. The amount of insulin taken was not provided. Around a half an hour later, the patient passed out from hypoglycemia and the blood glucose result was 14 mg/dl. The patient's mother took him to the hospital. The blood glucose result at the hospital was 50 mg/dl. The patient was treated with serous fluid. The patient was hospitalized 13 days and in the intensive care unit for 4 days. Return of the suspect device was requested for evaluation.